Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer confirmed the customer comment of a printer issue, the printer and printer drawer were replaced. Analysis also noted that the power cord was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers printer no longer prints the paper was changed but the issue remained, the status was displaying as out of paper. The programmer was returned for service. It was further reported it was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.